Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effect of coronary scaffolding procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(4). It was reported that on (B)(6) 2025 the patient underwent the study procedure with implant of the 2.5x38 mm esprit btk scaffold in the right peroneal artery. There was no residual stenosis post index procedure. Four days later, on (B)(6) 2025 the patient was seen for her routine duplex ultrasound which found 75-99% stenosis in the index, mid anterior tibial artery, along with segment occlusion in the proximal, mid, and distal peroneal artery. The patient did not have symptoms and did not have new or worsening wounds; therefore, no intervention was indicated for the occlusion. No additional information was provided.